Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was separated in two pieces at the mid-shaft which was necked down/stretched at the separation site. The balloon was tightly folded with the stent in between the markerbands. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. While unpacking the 3.50x28mm taxus liberte stent delivery system (sds) it was noted that the shaft was broken. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is okay.

Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. While unpacking the 3.50x28mm taxus liberte stent delivery system (sds) it was noted that the shaft was broken. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is okay.